Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic cholecystectomy". "The resident deployed the bag and when they were loading the bag with the specimen, the bag came off the metal prongs. The bag fully came off the prongs and the prongs were exposed inside the patients body. The specimen was not inside the bag. They deployed a new bag and got the specimen out". Type of intervention: "they deployed a new bag and got the specimen out." Patient status: "no injury to patient".

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag and cord loop sub assembly were detached from the introducer. Upon disassembly and inspection, engineering found no signs of damage to the deployment mechanism or other components. Based on the condition of the returned unit, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. An example would be the use of an instrument to unroll the bag after deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.